Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use intractable spasticity and cerebral palsy. The patient¿s pump was removed due to infection (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.